Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the gas inlet port of an rd900asu neopuff infant resuscitator demonstration unit had broken off. This was noticed before use.

Manufacturer narrative:
(B)(4). The complaint rd900asu neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the gas inlet port of an rd900asu neopuff infant resuscitator demonstration unit had broken off. This was noticed before use.

Manufacturer narrative:
(B)(4). Method: the complaint rd900asu neopuff unit was returned to fph service centre in france for evaluation. It was visually inspected and performance tested. The manometer component was also returned to fph in (B)(4) for further inspection. Results: no physical damage was observed to the gas inlet port of the returned neopuff unit. The manometer functioned normally during performance testing. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. No fault was found with the complaint device. It passed both visual inspection and performance test. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient"